Manufacturer narrative:
H6: device codes - updated from difficult to open or close - a05104 to adverse event without identified device or use problem - a24.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. During the initial implant procedure, there was a 1.5mm gap. During the patient's follow up appointment on (B)(6) 2021, a small, thin device related thrombus was noticed via transesophageal echocardiography (tee). A follow up computed tomography (CT) assessment was also performed on an unknown date. The patient was brought back to the laboratory on (B)(6) 2021 to coil the gap, which was noted to then have a maximal radial dimension of 3mm. The device related thrombus was still present on the closure device, which was visualized via CT. During the coiling of the gap, the patient developed a pericardial effusion, which was not caused by any boston scientific product.

Event description:
It was reported that a thrombosis and gap in the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. During the initial implant procedure, there was a 1.5mm gap. During the patient's follow up appointment on (B)(6) 2021, a small, thin device related thrombus was noticed via transesophageal echocardiography (tee). A follow up computed tomography (CT) assessment was also performed on an unknown date. The patient was brought back to the laboratory on (B)(6) 2021 to coil the gap, which was noted to then have a maximal radial dimension of 3mm. The device related thrombus was still present on the closure device, which was visualized via CT. During the coiling of the gap, the patient developed a pericardial effusion, which was not caused by any boston scientific product.